Manufacturer narrative:
The customer¿s experience of an overinfusion of vancomycin was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid containers cannot be determined through device logs. The disposable sets were not returned for investigation. The photo attached to the file appears to show the secondary and primary bag hung at the incorrect height. The root cause of the overinfusion of vancomycin was not identified.

Event description:
It was reported that an order was written to infuse antibiotic vancomycin 1000mg/200ml. Vancomycin was set up as secondary infusion connected to primary set with lactated ringers (lr) solution 1000ml bag running at 100ml/hr. The rn primed the IV tubing and loaded it into the IV infusion pump. The rn then proceeded to program the device and began the infusion. Vancomycin had been programmed to infuse with a rate of 100ml/hr over 2 hours. When the rn returned to the patient 15 minutes later, she noted that the antibiotic had completely infused. There was no patient harm. The user did not notice any increase in total volume of the primary bag. Photo of the device, while in use, was provided by the customer. Customer confirmed that the IV bag behind the device in the picture was the primary infusion lr, which was lowered using an extension hanger.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: (B)(6).

Event description:
It was reported that an order was written to infuse antibiotic vancomycin 1000mg/200ml. Vancomycin was set up as secondary infusion connected to primary set with lactated ringers (lr) solution 1000ml bag running at 100ml/hr. The rn primed the IV tubing and loaded it into the IV infusion pump. The rn then proceeded to program the device and began the infusion. Vancomycin had been programmed to infuse with a rate of 100ml/hr over 2 hours. When the rn returned to the patient 15 minutes later, she noted that the antibiotic had completely infused. There was no patient harm. The user did not notice any increase in total volume of the primary bag. Photo of the device, while in use, was provided by the customer. Customer confirmed that the IV bag behind the device in the picture was the primary infusion lr, which was lowered using an extension hanger.